Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  identified that the wire to the alarm was broken and required replacement. The fsr also replaced the power supply and the device meets all manufacturer specifications.

Event description:
The customer reported that their vela ventilator failed to produce an audible alarm when expected. The issue occurred while in use with a patient. The customer reported that there was no patient harm.